Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that shortly after cardiomems implant (while still in cath lab recovery), the patient complained of left upper and lower chest pain. The patient's anticoagulant (ac) had been held prior to the procedure and resumed appropriately, with the patient denying any missed doses of the ac. Patient reported chest pain again on (B)(6) 2025. Patient's cardiomems readings were appropriate and there were no concerns for dislodgement. The patient presented to the emergency department (ed) on (B)(6) 2025 due to left sided chest pain radiating to back, and a chest x-ray (cxr) was performed. The electrocardiogram (EKG) demonstrated nsr t wave abnormality compared to the previous study. A computed tomography angiography (cta) was completed on (B)(6) 2025 with concern for left lower lobe (lll) secondary arterial embolism w/ a region of abnormal attenuation, however pulmonary arterial enhancement quality is suboptimal limiting sensitivity, no evidence of right ventricle (rv) strain pattern. A previous study on (B)(6) 2024 did not have evidence of suspicious features. Pending more information from the site.

Event description:
It was reported that shortly after cardiomems implant (while still in cath lab recovery), the patient complained of left upper and lower chest pain. The patient's anticoagulant (ac) had been held prior to the procedure and resumed appropriately, with the patient denying any missed doses of the ac. Patient reported chest pain again on (B)(6) 2025. Patient's cardiomems readings were appropriate and there were no concerns for dislodgement. The patient presented to the emergency department (ed) on (B)(6) 2025 and (B)(6) 2025 due to left sided chest pain radiating to back, and a chest x-ray (cxr) was performed. The electrocardiogram (EKG) demonstrated nsr t wave abnormality compared to the previous study. A computed tomography angiography (cta) was completed on (B)(6) 2025 with concern for left lower lobe (lll) secondary arterial embolism w/ a region of abnormal attenuation, however pulmonary arterial enhancement quality is suboptimal limiting sensitivity, no evidence of right ventricle (rv) strain pattern. A previous study on 01jul2024 did not have evidence of suspicious features. Ventilation-perfusion (vq) scan was completed on 12feb2025 and was negative for pulmonary embolism (pe). Clinician has not seen patient again since then - no reported chest pain at this time

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.